Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked tank cover, outdated pcb/power switch, faded line cord, and corroded drain elbow. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. The product problem occurred because of cracks in the tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The damage to the tank cover was caused by the customer. This was established as the root cause of the product problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.